Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was over 300 mg/dl. Blood glucose level at the time of the call was 455 mg/dl. Customer stated that she bolused earlier, but her blood glucose level continued to increase. The customer reported having a blood glucose level of 412 mg/dl when she woke up on the morning of the call. Troubleshooting was declined and the customer requested that the device be replaced. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.